Manufacturer narrative:
Product analysis: no sensing issues were identified during testing. A blinking screen could not be confirmed or reproduced. The error was confirmed in the log files. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer showed sensing issues on the electrocardiogram (ECG), sensing issues were not actually happening. It was further reported that, following this, the display screen was blanking in and out, and the programmer restarted itself and booted to an error screen. The programmer was returned for service. No patient complications have been reported as a result of this event.